Event description:
A patient care technician reported to customer service that dialyzer caps fall off. There was no patient involvement, serious injury, or adverse event reported. The complaint device is not available to be returned to the manufacturer for evaluation. Additional information was requested, however, to date has not been provided.

Manufacturer narrative:
Plant investigation: the dialyzer caps were manufactured after a planned product design change. This product previously included four caps with each dialyzer, and after the change, each dialyzer included two caps to be used on both ports in place of the previously included four caps. They require the user to press the caps securely into place on the ports rather than screw them in as with the previous design. During investigation it was observed that users were applying the twist technique to secure the caps since the instructions for use (IFU) did not indicate the new push method for securing the caps. It was indicated that updates to the IFU were made as part of the design change evaluation for the new dialyzer cap, however the instructions were focused on how to transfer the caps from the end of the dialyzer to the dialysate port due to the reduction from four caps to two caps. In addition, the prior ¿twist¿ method of securing the cap was not included in the IFU therefore the method for securing the new cap was not considered during the change. It was indicated that the caps do not pop off the dialyzer when the caps are secured and priming and disposal are performed in accordance with the instructions. Flow rates, clamping, and disposal instructions are all covered in the instructions of the dialysis system. Dialyzer instructions have been improved to include information on adequately securing the cap. The complaint device was not returned for evaluation. As no lot number was provided, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient in the three months prior to the complaint occurrence date. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. The cause of the event can be attributed to labeling.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient care technician reported to customer service that dialyzer caps fall off. There was no patient involvement, serious injury, or adverse event reported. The complaint device is not available to be returned to the manufacturer for evaluation. Additional information was requested, however, to date has not been provided.